Event description:
Report received of a pump "sparking". The pump was in a room that was not yet occupied by a pt. The nurse went to unplug the pump from the outlet and noticed physical damage to the power cord. When the power cord plug was unplugged from the outlet, the nurse reported observing a "spark". There was no reported injury to the nurse. The pump was removed from clinical service. Though requested, there was no further info available.